Manufacturer narrative:
H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. Based upon the information received, the device remains in the patient and was not available for evaluation. Review of the manufacturing records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating; manufacturer/compounder: w. L. Gore & associates, inc.; lot number: 02985699. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: 05/12/05: (B)(6) hospital. (B)(6). Operative report. Preoperative diagnosis: ventral incisional hernia. Postoperative diagnosis: same. Procedure: laparoscopic ventral hernia repair with gore-tex dualmesh plus. Anesthesiologist: (B)(6). Procedure in detail: ¿the patient was placed under general anesthesia. The abdomen was prepped and draped in the usual sterile fashion. A pneumoperitoneum was obtained in the left upper quadrant with a veress needle, and then the 5-mm port was placed. The camera was inserted, and the 12-mm port was placed in the left anterior axillary line just anterior to the descending colon. The 10-mm camera was placed through that port, and the 5-mm camera was discarded. The harmonic scalpel was used to remove the omental adhesions to the hernia sac. After that was accomplished, a small gore-tex dualmesh was fixed with sutures at the four points and rolled up, placed into abdomen, and then unrolled. It was tacked to the anterior abdominal wall with a __ [sic] stapler. Those other sutures were passed through the suture passer. After that was accomplished, the abdomen was checked for hemostasis, irrigated with saline, aspirated, and then the abdomen was desufflated. Under direct vision, the ports were removed to be sure of hemostasis. The skin incisions were closed with staples. Band-aids were applied. The patient was awakened and taken to recovery in satisfactory condition without complications.¿ product identification records for the alleged ¿gore-tex dualmesh plus¿ were not provided. 09/14/09: (B)(6) hospital. (B)(6) . Operative report. Preoperative diagnosis: multiple incisional hernias. Postoperative diagnosis: multiple incisional hernias. Procedure: laparoscopic repair of multiple incisional hernias. Anesthesia: general. Anesthesiologist: (B)(6). Estimated blood loss: 50 ml. Complications: none. Specimens: none. Procedure in detail: ¿after informed consent was obtained, the patient was taken to the operating room and placed on the operating table in the supine position. General endotracheal anesthesia was induced without complications. The patient's abdomen was prepped and draped in a standard fashion. After local anesthetic was administered, I made a small oblique incision in the left upper quadrant. The veress needle was used to insufflate the abdomen. A bladeless 10-mm port was placed at this location. I placed an additional 5-mm port in the left lower quadrant. There were extensive adhesions. The patient had had a previous laparoscopic ventral hernia repair. She also had two hernias separate from this. I meticulously took down all of the adhesions from the abdominal wall including adhesions to the previous hernia mesh. There was about a 3-cm hernia just superior to the mesh and another 3-cm hernia higher up in the epigastrium. I did measurements and chose a 19 x 15-cm dulex mesh. I placed ptfe sutures at the 4 comers of the mesh. It was rolled and placed into the abdomen. Once in the abdomen, it was unrolled. I used a suture passer to pass the transfixation sutures and centered the mesh where both hernias were covered with approximately 5 cm of overlap around the entire hernia defect. The 5-mm protack device was used to tack the circumference of the mesh to the fascia as well as a few tacks in the fascia between the hernias. Hemostasis was obtained. At this point, dr. (B)(6)came in and we looked in the pelvis. There was a right ovarian cyst which he drained; please see his operative note for details. We then closed the fascia at the left upper quadrant with an 0-vicryl suture using the suture passer. The skin was closed with staples. Sterile dressings were applied. Dr. Mcwhorter then proceeded with a dilation and curettage; please see his operative note for details.¿ a potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® plus biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. D4: added lot#, catalog#, expiration date, di#. H4: added device manufacture date. H6: updated method code 1 and results code 1. H6: conclusion code remains unchanged. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: [missing records: records prior to 05/10/2005 including operative reports for previous abdominal surgeries were not provided.] On (B)(6) 2005: (B)(6) hospital. [Signature illegible.] History & physical. 39-year-old with incisional ventral hernia status post [illegible]. Surgical history: c-section. Medical history: hypertension, obesity. Medications: hydrochlorothiazide [anti-hypertensive]. Abdomen: ventral hernia at right of upper end of [illegible]. Impression: incisional ventral hernia. Planned procedure: laparoscopic ventral hernia repair with goretex dualmesh. On (B)(6) 2005: [facility ni]. Implant sticker. Dualmesh® plus antimicrobial. Lot: 02985699. Item: 1dlmcp04. The records confirm a gore® dualmesh® plus antimicrobial (1dlmcp04/02985699) was implanted during the procedure. On (B)(6) 2005: (B)(6) hospital. [Signature illegible]. Discharge summary. Complications: fever secondary to atelectasis. Condition at discharge: [illegible]. Follow-up: on (B)(6)2019. Special instructions: no lifting [illegible]. Final diagnosis: incisional ventral hernia. Procedure: laparoscopic ventral hernia repair with goretex dualmesh. Missing records: records between 05/16/2005 and 09/14/2009 were not provided.] On (B)(6) 2009: (B)(6) hospital. [Signature ni]. History & physical. With incisional hernias, positive pain. Surgical history: laparoscopic cholecystectomy, laparoscopic ventral hernia repair, c-section x3, umbilical hernia repair. Abnormal findings: 2 hernias in epigastrium and supraumbilical. On (B)(6) 2009: [facility ni]. Implant sticker. Bard mesh. On (B)(6) 2009: (B)(6), md. Operative report. Preoperative diagnosis: chronic pelvic pain, worse on the left. Menorrhagia. Postoperative diagnosis: chronic pelvic pain, worse on the left. Menorrhagia. Right hydatid cyst of morgagni. Procedure: intraoperative consult with laparoscopic drainage of right hydatid cyst of morgagni and d&c. Co-surgeon: (B)(6), md. Procedure in detail: ¿the patient was in the dorsal supine position and had undergone hernia repair per dr. (B)(6). The laparoscope had already been inserted and there was already an additional 5-mm port place. Inspection of the pelvis revealed the structures to be grossly normal with the exception of a 2-cm hydatid cyst of morgagni on the right side. This was obliterated with electrocautery. The remainder of the pelvis looked normal. After dr. (B)(6) finished the hernia repair, the patient was placed in the dorsal lithotomy position and the perineum and vagina were prepped and draped in the usual sterile fashion. A weighted speculum was inserted, and the anterior cervical lip was grasped with a single-toothed tenaculum. Endocervical sampling was carried out with some minimal tissue obtained. The uterus sounded to 10 inches? The cervix was dilated and endometrial curettage was carried out with a small amount of tissue obtained. Polyp forceps were inserted and additional tissue was obtained. Curettage was again carried out and minimal additional tissue was obtained. After noting good hemostasis, the procedure was terminated. The patient was taken to recovery in good condition after having tolerated the procedure well. Estimated blood loss: minimal.¿ a potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® plus biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Product identification records for the alleged gore device was not provided. Therefore, a review of the manufacturing records could not be performed. The initial reporter's complete address is (B)(6). It should be noted that although the brand name and lot# of a gore device has not been provided, the instructions for use for the vast majority of gore¿s eptfe patch products that are indicated for the reconstruction of soft tissue deficiencies include the following warnings among others: ¿possible reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent laparoscopic ventral hernia repair on (B)(6) 2005 whereby a "alleged gore device" was implanted. The complaint alleges that on (B)(6) 2009, an additional procedure occurred. It was reported the patient alleges the following injuries: revision surgery (B)(6) 2009. Additional event specific information was not provided.